Event description:
Information received by medtronic indicated that they alleged insulin pump was under delivering. Customer experienced high blood glucose level and was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed displacement test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump is under delivering. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed dat test at 0.08730 inches. No under delivery anomalies noted during testing. Device successfully downloaded to thumps and carelink. Verified pump delivered 1 unit of bolus at 01:24:17.000, 2 units at 05:00:11.000, 3 units at 07:32:36.000, 5 units at 10:43:33.000, 2 units at 11:52:28.000 and 6.1 units at 18:18:02.000 on (B)(6) 2021 in pump downloaded history. Found moisture damage to pcb1 board during visual inspection. No moisture damage noted on motor assembly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. Insulin pump passed functional testing. Device passed dat test at 0.08730 inches. No under delivery anomalies noted during testing. Found moisture damage to pcb1 board during visual inspection.